Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a previous abdominal aortic aneurysm repair, a type 1b endoleak from the right common iliac artery (rcia) was identified, along with a pre-operative aneurysm rupture. The patient was treated for an aneurysm measuring 64mm. The right internal iliac artery was embolized, and the limb was extended to the right external iliac artery using an endurant 16/10/124 graft. The procedure involved ballooning, which successfully resolved the leak. Per the physician the cause of the type ib endoleak was suspected to be due to growth of the rcia, leading to a loss of seal in that artery. No additional clinical sequalae were provided and the patient is fine.